Event description:
An emergency room nurse was drawing blood on a pt and was using one of the one-handed techniques to activate the kendall angel wing butterfly needle when the wings of device were not connected allowing the safety device to advance without providing safety protection for the needle. The result was a needlestick to the index finger of the nurse.